Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (15 total for this article): note, this MDR is included in the list below. 3025141-2025-00506. 3025141-2025-00507. 3025141-2025-00508. 3025141-2025-00509. 3025141-2025-00510. 3025141-2025-00511. 3025141-2025-00512. 3025141-2025-00513. 3025141-2025-00514. 3025141-2025-00515. 3025141-2025-00516. 3025141-2025-00517. 3025141-2025-00518. 3025141-2025-00519.

Event description:
A literature review identified the article, welch jm, lauck b, lorenzana dj, et al. Does weightbearing affect radiographic or clinical outcomes in distal radius fractures treated with dorsal bridge plate fixation? Hand (new york, n.y.). 2025 sep:15589447251366460. Doi: 10.1177/15589447251366460. Pmid: 40914856; pmcid: pmc12414982. A retrospective study reviewed the clinical outcomes of weightbearing after treating distal radius fractures with fixation of a dorsal bridge spanning plate (dwsp). This study was conducted from 2005 to 2018. Patients were treated with the following devices: 3.5-mm dynamic compression plate (synthes, west chester, pennsylvania), a 2.4/2.7-mm dwsp with central screw cluster (synthes), a 2.7/3.2-mm dwsp without central screw cluster (trimed valencia, santa clarita, california), or a 2.7/3.5-mm dwsp pre-contoured dwsp with central screw cluster (acumed, hillsboro, oregon). The number of patients treated with any system was not specified. The patients were assessed for whether they bore weight through the injured wrist during the early postoperative period (n=30 patients) or not (n=93 patients). The bridge plate was affixed to the 3rd metacarpal in 119 patients and to the 2nd metacarpal in 4 patients. Additional fixation during the index surgery occurred in 20 patients with unspecified volar locking plates, 6 patient with a fragment-specific plate, and 9 patient with a radial styloid screw/k-wire. Once fracture consolidation occurred, the dwsp was removed and range of motion was initiated (mean between 106.41 to 121.2 days). Patients had a mean follow-up of 15.8 months (range 3.3 to 117.0 months). A total of 19 complications in 15 patients were reported, with 12 reoperations needed. One (1) patient had a nonunion of the radial column. When the bridge plate was removed, a radial styloid screw was placed. However, this later caused symptomatic hardware, a prominent distal ulna, and limited supination. The patient had the screw removed and underwent a darrach procedure for pain relief before achieving union. Two (2) other patients had a nonunion with one (1) patient undergoing a revision with bone grafting. One (1) patient had the distal screw pullout from the plate, but union had already been achieved. Two (2) patients had a malunion. One (1) patient with malunion developed post-traumatic arthritis and underwent a wrist fusion 10 months after the index procedure. The other (1) malunion patient underwent a dorsal rim osteoplasty 11 months after the index procedure. One (1) patient developed distal radioulnar joint instability (druj) and needed to undergo a reconstruction of the druj at 9 months. Another patient (1) had a refracture through the radial column after the bridge plate was removed. This patient developed symptomatic hardware for the additional volar plate used and had the hardware removed 8 months later. One (1) patient with a volar plate developed symptomatic hardware and required the plate to be removed 6 months after the bridge plate was removed. One (1) patient required a dorsal capsulorrhaphy for wrist capsular contracture with limited wrist flexion. Another (1) patient also had wrist contracture and underwent a contracture release at the time the volar plate was removed. One (1) patient had digital stiffness and required an extensor tenosynovectomy. Another (1) patient had wrist contracture and underwent a dorsal capsulorrhaphy. One (1) patient developed a surgical site infection necessitating two irrigation and debridement procedures before the bridge plate was removed. A (1) patient had a carpal tunnel release for acute carpal tunnel syndrome. A patient who also had a fasciotomy developed forearm compartment syndrome and needed a decompression fasciotomy one day after the bridge plate was implanted. The two groups were compared for radiographic outcomes, complication rates, and clinical outcomes for pain and range of motion. No differences between the weight bearing and non-weight bearing groups were identified. The ability to bear weight in patients with polytrauma is supported by the outcome of this study.